Event description:
It was reported that a 63-year-old caucasian female patient underwent a primary breast augmentation with an unknown mentor gel breast prosthesis and experienced a rupture on the left side post-operatively, which was diagnosed during a physical exam. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 30, 2022, mentor received additional information regarding the patient's diagnosis. It was reported that the customer also had capsular contracture (baker grade unknown) on the left side. Furthermore, there was an additional complaint on the patient's right side breast that is being reported on this MDR report. The additional information states the patient also had capsular contracture (baker grade unknown) and rupture on the right side. On july 28, 2022, mentor received additional information clarifying that both impacted devices are non-mentor products; the impacted device were determined to be manufactured by dow corning. Since the impacted devices are non-mentor products, no further investigation or reporting will be done on these complaints. Manufacturer¿s reference number: (B)(4).